Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working halfway through the procedure. They waited 30 seconds in case it was the poly fuse, then changed the device to a replacement device using the same power cord. It was then noticed that the light was not working on the power supply, it was then also changed to replacement device. The replacement devices completed the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for lots 25112137, 25112767 and 25113386 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.